Event description:
It was reported bd discardit¿ syringe had leakage issues. The following information was provided by the initial reporter: "the medication was pushed out "backwards" next to the plunger of the syringe instead of over the cone of the syringe".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation: a device history record review was completed for provided material number 309110 and lot number 2111265. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for return, our quality team could not complete a thorough sample analysis and an exact cause could not be determined.

Event description:
It was reported bd discardit¿ syringe had leakage issues. The following information was provided by the initial reporter: "the medication was pushed out "backwards" next to the plunger of the syringe instead of over the cone of the syringe".